Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an under infusion was not determined. The reported issue that there was an under infusion could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that approximately two months ago, the hospital's biomed department was made aware by the nursing department that a pump module was under infusing. The biomed team pulled the devices from service and tested about 35 pump modules. It was then found that these modules had barely passed preventive maintenance (pm) accuracy test and were in need of rate calibration. The pump modules were then calibrated, tested, and placed back into service. Biomed team mentioned that they are adding the rate calibration test during pm for each pump module. There was patient involvement but the information on patient impact is not known.